Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. While removing a steerable guide catheter (sgc) from packaging, it was observed that the distal tip was bent. Therefore, the device was not used and was replaced. A mitraclip xtw was inserted and advanced to the mitral valve. However, while in the valve, the clip became caught in chordae and after inverting and going back into the atria, a piece of tissue near the posterior gripper was observed. Therefore, the device was removed and replaced. One clip was then implanted, reducing the mr to trace. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The reported difficult to remove from the anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy cannot be determined. Unspecified tissue injury appears to be related to difficulty removing the clip from the anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.